Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room. Upon interrogation of the device, intermittent loss of capture was observed on both rv and lv leads. Patient had underlying rhythm. Secure sense had switched to passive due to undersensing. Patient received several atp therapy and aborted charges in the vf zone. Patient was very unstable due to metabolic issues and very abnormal ECG was noted but not due to pacing. Rv sensing had dropped significantly and rhythm was very abnormal. Programming changes were made but intermittent capture was still observed. Patient was palliated and ICD was turned off. Physician believes the loss of capture is due to metabolic issue rather than lead issue.